Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the during a flap creation was a small area of the flap in the patient¿s left eye that appeared uncut area and the surgeon managed to lift the flap after that breakthrough the tissue bridge during lasik surgery. There are multiple related reports for this event. This report addresses the patient initial's (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Multiple docking attempts and long docking time can lead to the reported event, with the possibility that fluid builds up under patient interface, further thinning the flap. Treatment report picture shows also a decentered applanation, further probably contributing to the reported event. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).